Event description:
The v-grip detachment controller would not detach the coil. Another detachment controller was used successfully. There was no harm to the patient manufacturer response for coil detachment controller, v-grip detachment controller (per site reporter) clinical site notified the mfg directly.